Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Complaint of double beeping was not confirmed when powering up device and duplicating event along with no evidence in the event log. As preventative measures, dso with be replaced. Device passed all functional testing.

Event description:
Investigation completed on a smiths ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Investigation results completed in h -10.

Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Complaint of double beeping was not confirmed when powering up device and duplicating event along with no evidence in the event log. As preventative measures, dso with be replaced. Device passed all functional testing.

Event description:
Investigation completed on a smiths ambulatory infusion pumps/cadd legacy 1 pumps - 6400 . Investigation results completed.

Event description:
Information was received that during bench testing of this smiths medical cadd legacy 1 pump, the pump exhibited double beep no cassette alarm. No reported adverse effects.